Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a sterilization failure during a therapeutic operation. It was also reported that the sterilization tray is discolored and when touched, white powder comes off. There were no reports of patient harm.